Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that all connections were not correctly aligned. The field service engineer removed the obstruction, then powered down the system and checked all connections at the back of the auxiliary cabinet, reseated all the connections. After powering the system back on, the customer was able to retrieve the drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, hardware was completely failed. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.